Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, described as ¿mostly constant¿ and ¿occurring daily") and uterine haemorrhage ("abnormal uterine bleeding/ heavy uterine bleeding") in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal pain/ mostly crampy but sometimes more of a sharp stabbing pain with dull ache in between"), arthralgia ("joint pain/ multiple joint pain"), depression ("depression"), anxiety ("anxiety"), menorrhagia ("described her menses as ¿intolerably heavy¿"), hypertension ("high blood pressure"), musculoskeletal stiffness ("morning stiffness in her right shoulder and hand"), back pain ("pain in her lower back"), ovarian cyst ("cysts were found on both ovaries") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with oral contraceptive nos, surgery (total laparoscopic hysterectomy, bilateral salingo-oophorectomy and cystoscopy) and surgery (hysteroscopy, dilation and curettage and thermal endometrial ablation -thermachoice on (B)(6) 2011). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage, abdominal pain lower, arthralgia, depression, anxiety, menorrhagia, hypertension, musculoskeletal stiffness, back pain, ovarian cyst and dysmenorrhoea had resolved. The reporter considered abdominal pain lower, anxiety, arthralgia, back pain, depression, dysmenorrhoea, hypertension, menorrhagia, musculoskeletal stiffness, ovarian cyst, pelvic pain and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2016: confirm the absence of the coils. Hysterosalpingogram - on (B)(6) 2011: her bilateral fallopian tubes were occluded. Ultrasound scan - on (B)(6) 2015: cysts on both ovaries. On (B)(6) 2016, underwent a total laparoscopic hysterectomy, bilateral salingo-oophorectomy and cystoscopy due the pelvic pain and abnormal uterine bleeding, which demonstrated a 2-cm lesion on the left ovary. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 29-mar-2018: reporter, lab data and event dysmenorrhea added. Consumer age updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, described as ¿mostly constant¿ and ¿occurring daily/worsening pain') and uterine haemorrhage ('abnormal uterine bleeding/ heavy uterine bleeding') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal pain/ mostly crampy but sometimes more of a sharp stabbing pain with dull ache in between"), dysmenorrhoea ("dysmenorrhea"), back pain ("pain in her lower back"), menorrhagia ("described her menses as ¿intolerably heavy¿"), genital haemorrhage ("worsening abnormal bleeding"), hypersensitivity ("hypersensitivity symptoms"), autoimmune disorder ("auto-immune symptoms"), arthralgia ("joint pain/ multiple joint pain"), depression ("depression"), anxiety ("anxiety"), hypertension ("high blood pressure"), musculoskeletal stiffness ("morning stiffness in her right shoulder and hand") and ovarian cyst ("cysts were found on both ovaries"). The patient was treated with oral contraceptive nos and surgery (hysteroscopy, dilation and curettage and thermal endometrial ablation -thermachoice on (B)(6) 2011 and total laparoscopic hysterectomy, bilateral salingo-oophorectomy and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage, abdominal pain lower, dysmenorrhoea, back pain, menorrhagia, arthralgia, depression, anxiety, hypertension, musculoskeletal stiffness and ovarian cyst had resolved and the genital haemorrhage, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered abdominal pain lower, anxiety, arthralgia, autoimmune disorder, back pain, depression, dysmenorrhoea, genital haemorrhage, hypersensitivity, hypertension, menorrhagia, musculoskeletal stiffness, ovarian cyst, pelvic pain and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2016: results: confirm the absence of the coils. Hysterosalpingogram - on (B)(6) 2011: results: her bilateral fallopian tubes were occluded. Ultrasound scan - on (B)(6) 2015: results: cysts on both ovaries. Diagnostic results: on (B)(6) 2016, underwent a total laparoscopic hysterectomy, bilateral salingo-oophorectomy and cystoscopy due the pelvic pain and abnormal uterine bleeding, which demonstrated a 2-cm lesion on the left ovary. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, described as ¿mostly constant¿ and ¿occurring daily/worsening pain') and uterine haemorrhage ('abnormal uterine bleeding/ heavy uterine bleeding') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal pain/ mostly crampy but sometimes more of a sharp stabbing pain with dull ache in between"), dysmenorrhoea ("dysmenorrhea"), back pain ("pain in her lower back"), menorrhagia ("described her menses as ¿intolerably heavy¿"), genital haemorrhage ("worsening abnormal bleeding"), hypersensitivity ("hypersensitivity symptoms"), autoimmune disorder ("auto-immune symptoms"), arthralgia ("joint pain/ multiple joint pain"), depression ("depression"), anxiety ("anxiety"), hypertension ("high blood pressure"), musculoskeletal stiffness ("morning stiffness in her right shoulder and hand") and ovarian cyst ("cysts were found on both ovaries"). The patient was treated with oral contraceptive nos and surgery (hysteroscopy, dilation and curettage and thermal endometrial ablation -thermachoice on (B)(6) 2011 and total laparoscopic hysterectomy, bilateral salingo-oophorectomy and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage, abdominal pain lower, dysmenorrhoea, back pain, menorrhagia, arthralgia, depression, anxiety, hypertension, musculoskeletal stiffness and ovarian cyst had resolved and the genital haemorrhage, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered abdominal pain lower, anxiety, arthralgia, autoimmune disorder, back pain, depression, dysmenorrhoea, genital haemorrhage, hypersensitivity, hypertension, menorrhagia, musculoskeletal stiffness, ovarian cyst, pelvic pain and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2016: results: confirm the absence of the coils. Hysterosalpingogram - on (B)(6) 2011: results: her bilateral fallopian tubes were occluded. Ultrasound scan - on (B)(6) 2015: results: cysts on both ovaries. Diagnostic results: on (B)(6) 2016, underwent a total laparoscopic hysterectomy, bilateral salingo-oophorectomy and cystoscopy due the pelvic pain and abnormal uterine bleeding, which demonstrated a 2-cm lesion on the left ovary. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 28-aug-2020: plaintiff fact sheet received. Essure indication added. Events worsening abnormal bleeding, auto-immune or hypersensitivity symptoms were added. Event worsening pain was clubbed with pelvic pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, described as ¿mostly constant¿ and ¿occurring daily/worsening pain') and abnormal uterine bleeding ('abnormal uterine bleeding/ heavy uterine bleeding') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension. On (B)(6) 2016, underwent a total laparoscopic hysterectomy, bilateral salingo-oophorectomy and cystoscopy due the pelvic pain and abnormal uterine bleeding, which demonstrated a 2-cm lesion on the left ovary. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abnormal uterine bleeding (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal pain/ mostly crampy but sometimes more of a sharp stabbing pain with dull ache in between"), dysmenorrhoea ("dysmenorrhea"), back pain ("pain in her lower back"), heavy menstrual bleeding ("described her menses as ¿intolerably heavy¿"), genital haemorrhage ("worsening abnormal bleeding"), hypersensitivity ("hypersensitivity symptoms"), autoimmune disorder ("auto-immune symptoms"), arthralgia ("joint pain/ multiple joint pain"), depression ("depression"), anxiety ("anxiety"), hypertension ("high blood pressure"), musculoskeletal stiffness ("morning stiffness in her right shoulder and hand") and ovarian cyst ("cysts were found on both ovaries"). The patient was treated with oral contraceptive nos and surgery (hysteroscopy, dilation and curettage and thermal endometrial ablation -thermachoice on (B)(6) 2011 and total laparoscopic hysterectomy, bilateral salingo-oophorectomy and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abnormal uterine bleeding, abdominal pain lower, dysmenorrhoea, back pain, heavy menstrual bleeding, arthralgia, depression, anxiety, hypertension, musculoskeletal stiffness and ovarian cyst had resolved and the genital haemorrhage, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered abdominal pain lower, abnormal uterine bleeding, anxiety, arthralgia, autoimmune disorder, back pain, depression, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, hypertension, musculoskeletal stiffness, ovarian cyst and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray: on (B)(6) 2016: results: confirm the absence of the coils. Hysterosalpingogram: on (B)(6) 2011: results: her bilateral fallopian tubes were occluded. Ultrasound scan: on (B)(6) 2015: results: cysts on both ovaries. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 3-jun-2021: mr received. Reporter information and medical history added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, described as "mostly constant" and "occurring daily") and uterine haemorrhage ("abnormal uterine bleeding/ heavy uterine bleeding") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal pain/ mostly crampy but sometimes more of a sharp stabbing pain with dull ache in between"), arthralgia ("joint pain/ multiple joint pain"), depression ("depression"), anxiety ("anxiety"), menorrhagia ("described her menses as "intolerably heavy""), hypertension ("high blood pressure"), musculoskeletal stiffness ("morning stiffness in her right shoulder and hand"), back pain ("pain in her lower back") and ovarian cyst ("cysts were found on both ovaries"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salingo-oophorectomy and cystoscopy) and surgery (total laparoscopic hysterectomy, bilateral salingo-oophorectomy and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage, abdominal pain lower, arthralgia, depression, anxiety, menorrhagia, hypertension, musculoskeletal stiffness, back pain and ovarian cyst had resolved. The reporter considered abdominal pain lower, anxiety, arthralgia, back pain, depression, hypertension, menorrhagia, musculoskeletal stiffness, ovarian cyst, pelvic pain and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2016: confirm the absence of the coils hysterosalpingogram - on (B)(6) 2011: her bilateral fallopian tubes were occluded on (B)(6) 2011, plaintiff leggett underwent a hysteroscopy, dilation and curettage and thermal endometrial ablation using thermachoice due to heavy uterine bleeding. On (B)(6) 2016, underwent a total laparoscopic hysterectomy, bilateral salingo-oophorectomy and cystoscopy due the pelvic pain and abnormal uterine bleeding, which demonstrated a 2-cm lesion on the left ovary. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.